Manufacturer narrative:
The customer contacted a siemens customer care center specialist. The ccc specialist dispatched a siemens customer service engineer (cse) to service the integrated multi-sensor technology (imt) module. The cse evaluated the instrument and performed troubleshooting. The cause of the discordant na and k results on one patient sample is unknown.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial results. It is unknown if the repeat results were reported to the physician(s) and which results were considered correct. There are no reports of medical intervention or adverse health consequences due to the discordant na and k results.

Manufacturer narrative:
The initial MDR 1226181-2016-00366 was filed on july 20, 2016. Additional information (07/25/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument and service data. Quality controls were within acceptable ranges. The hsc specialist also determined that approximately four integrated multi-sensor technology (imt) system errors related to the diluent occurred on the day the discordant result was obtained. The v-lyte diluent is used for the 1:10 sample dilution performed for electrolyte testing. The errors related to the diluent indicate improper dilution of aliquoted sample. Additionally, imt drift errors were produced, indicating air may have been introduced into the module. The hsc specialist determined that the troubleshooting performed by a siemens customer service engineer resolved the imt errors. The hsc specialist could not determine the cause of the discordant sodium and potassium results on one patient sample. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information: the initial MDR states that the "event date" and "date received by manufacturer" is june 27, 2016. The correct date is june 28, 2016. Has been updated with this information.